Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested med records and investigations are pending. A supplemental medwatch report will be submitted when med records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a pt was admitted to a hosp on (B)(6) 2013, due to chest pain. On an unk date during the admission, the pt was diagnosed with a gastrointestinal bleed. The pt's clinic and hosp resuscitation orders "were" "do not resuscitate". On (B)(6) 2013, the pt experienced arrhythmias that lead to ventricular fibrillation and resulted in the outcome of death. This nurse reported that the pt was not dialyzing, at or four hours prior to the event of hospitalization or the outcome of death. There was no reportable device malfunction.